Event description:
Related manufacturer report number: 2017865-2025-00314 it was reported during in clinic follow up that the atrial lead exhibited high capture threshold. During lead revision, the insulation of the right ventricular lead was damaged. Both leads were capped on (B)(6) 2024 and successfully replaced. There were no patient consequences.